Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to radiation therapy. No intervention was reported. The patient was asymptomatic.

Event description:
New information indicated that the device was explanted.